Event description:
A (B)(6) male pt contacted zoll customer support to report a code 204. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (code 204) has been confirmed. Upon receipt, the trunk cable connector was cracked and the dn to rear te was pulled from strain relief. Upon eval, the belt failed incoming functional testing and would not communicate with a monitor. Upon investigation, the red (can h) wire was open in the trunk cable connector. The cause of the code 204 is a disruption in communication between the monitor and electrode belt. The cause of the disruption in communication is open wire. The root cause of the open wire cannot be positively identified but is likely excessive force placed on the trunk cable connector. No adverse event resulted from the damaged wire. The pt rec'd a replacement electrode belt.